Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No intervention was reported. There were no adverse consequences to the patient. The patient would be monitored.

Event description:
New information states that the device is still exhibiting a diagnostic's anomaly.